Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician felt that the ruby coil was not advancing very smoothly and subsequently, the ruby coil stopped advancing approximately halfway through the lantern and would not advance further; therefore, it was removed. The procedure was successfully completed using a pod8 and the same lantern. There was no report of an adverse effect to the patient.